Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the norian drillable inject would not fill into the syringe after mixing, and discarded the 3cc. Procedure was successfully completed without any surgical delay. No patient consequence reported. This report is for one (1) norian drillable inject 3cc-sterile. This is report 1 of 1 for complaint (B)(4).